Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a red call doctor icon and was the communicator was exhibiting issues to interrogate the device. The right ventricular (rv) lead shock impedance has gradually increased and reached high out of range measurements of 132 ohms. This ICD system remains in service. No adverse patient effects were reported.